Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly last night and has happened 3 previous times. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the settings are cleared after the alarm and the customer has to reprogram the pump each time after the alarm. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with e15 alarm during self test; the problem was isolated to the mother board. However, the pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip noted.